Event description:
It was reported that a progav 2.0 shuntsystem (#fx413t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 year, 7 months. Height: 76 cm. Weight: 9 kg. Gender: male.

Manufacturer narrative:
Visual inspection: during the investigation, visible deposits in the inlet spout were determined. Permeability test: a permeability test has shown that the progav 2.0 has a blockage while the shuntassistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the progav 2.0 valve is not permeable, a computer control test is not applicable. The results of the shuntassistant showed that the valve operate within the permissible tolerance in vertical as well in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in progav 2.0. The inlet spout was completely blocked with organic matter. Results: based on our investigation results, we can determine a blockage in the progav 2.0 valve. The determined deposits can be named as the cause for the blockage. Organioc matters in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. The shuntassistant operates within the specification. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.